Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the monitor froze suddenly in use. After that, the data did not change for 40 min and it was kept sending to pc during it. There was time difference with standard time between pc and the device, the pc was late for 4min and fast for 4min with the unit. No patient harm was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.